Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level 277-300 mg/dl. The customer delivered a bolus via the pump and set a temporary basal rate to address the high bg. A pump system check was performed and no device issue was found. The customer had been having electroconvulsive therapy and thought that this was a possible cause of the high bg level.